Event description:
The dentist used the product to cement 9 e.max crowns and according to the dentist, all crowns developed pulpitis and had to be endodontically treated. The dentist failed to provide further info including batch number, method of use, etc. To permit further investigation. Therefore, we can provide no causal connection that the device caused the problem.